Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided lot number 1906133. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. To aid in the investigation of this issue, picture samples were returned for evaluation by our quality engineer team. Through examination of the pictures, foreign matter was observed. The foreign material appeared to be insect-like. As the physical sample was not returned, we were unable to confirm the presence of the insect within the syringe or whether the foreign matter is an insect like stain. If an insect was introduced to the syringe, it would most likely have been smashed during the assembly process. H3 other text : see h.10

Event description:
It was reported that syringe s2 10ml 21ga 1-1/2in bd china had foreign matter in the syringe. The following information was provided by the initial reporter: at around 10:00 am on november 25, 2020, a nurse in the emergency department of hospital opened the syringe to prepare to add medicine, and found that there were insect-like foreign matter in the syringe of a 10ml syringe, which required coc and was sent out with the sample. The hospital requires the manufacturer to issue an explanatory letter explaining why there is a bug-like foreign body in the syringe!

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe s2 10ml 21ga 1-1/2in bd china had foreign matter in the syringe. The following information was provided by the initial reporter: at around 10:00 am on (B)(6) 2020, a nurse in the emergency department of hospital opened the syringe to prepare to add medicine, and found that there were insect-like foreign matter in the syringe of a 10ml syringe, which required coc and was sent out with the sample. The hospital requires the manufacturer to issue an explanatory letter explaining why there is a bug-like foreign body in the syringe!